Manufacturer narrative:
See also mfg. Report no. 3004209178-2016-00378.

Event description:
Additional information received from a health care professional (hcp) reported the patient had issues with radicular pain in the lumbar area. The hcp noted the device helped the consumer, but she also needed adjunctive therapies also. The stimulation was reprogrammed when the consumer was seen on (B)(6) 2016. They are also planning to do an ablation for the lumbar radiculopathy and injections in sacroiliac area, which the hcp stated was no different than a patient that had a stimulator and an infusion pump. Dates for these therapies had not been set because the consumer was on anticoagulants that would need to be stopped before any procedures.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implant turns itself on/off and the patient doesn't know how that is happening. It was reported that the patient programmer was no where near the implantable neurostimulator (ins) when that was happening. It was also reported that the patient could only be on group b. The patient could not change programs. It was reported that the patient was originally on group c, but they changed to group b and now they can't go back to group c. It was reviewed how to turn stimulation on/off and how to change settings/programs. The patient already knew how to do these things and could not get the issues resolved on their own. The patient notified their healthcare professional. Relevant medical history includes non-malignant pain. No outcome, cause, or intervention was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that when they switched from program f to program e, the stimulation would turn off. During troubleshooting, patient services walked the patient through changing from program f to program e and the patient was able to make the changes while feeling stimulation. The issue was resolved. It was later reported that the patient was at the health care professional (hcp) office and met with a manufacturer representative on thursday where the manufacturer representative changed the setting to group e and f. The patient stated that they wanted to change to group c because they were not getting any relief from e or f. The patient stated that they were trying to figure out what was making therapy turn off on its own and figure out if there was a break in the lead. The patient stated that they had to press on the ins really hard to turn it off. The patient had another hcp appointment for (B)(6) 2016. During the phone call, patient services walked the patient through changing from groups e and f to group c. The patient stated that it was much better.